Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
It was reported that batteries of cardiosave intra-aortic balloon pump (iabp) was not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields : b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected field : h6 (type of investigation). Initially manufacture date was incorrectly submitted, corrected manufacture date is : 03/23/2016. Getinge field service engineer was dispatched to evaluate the unit. Fse investigated the customer's complaint for unit will not charge. Upon further troubleshooting found that the power management pcb was not charging the batteries. Replaced power management pcb. No errors noted in logs. Unit passed all functional and safety tests per factory specifcations. Returned to customer and cleared. The failure analysis and testing dept. Received part power management board with a reported unit failure of batteries not charging. The failure analysis and testing dept. Performed a visual inspection and observed that component q27 is shorted(burned). The fat also observed a white residue and corrosion on the board. This white residue is consistent with saline.past experience has proven that when q27 shorts, the batteries will not charge. The saline was most likely the probable cause of q27 shorting. Due to the shorting of q27, and the saline on the board , the fat cannot investigate this complaint any further.due to the board having a d revision, the supplier will not accept the board for investigation.